Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. No information on replaced parts has been received and no logs have been received. It was reported that the ventilator's air gas module was found defective. Given this, we have not been able to confirm the problem nor can we identify any root cause.